Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory via review of the programmer printouts. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received an alert and presented at the hospital due to the extended charge time. During a subsequent follow-up, the extended charge time was observed again. The device was explanted and replaced. The patient was stable during and after the event.